Event description:
It was reported that an emt was unloading an unoccupied cot on a large incline, missed the safety hook, and dropped the cot. It is alleged that she sustained some type of injury that required medical treatment; however she did not want to disclose the extent.

Manufacturer narrative:
The service tech found the cot and hook to be performing to spec.